Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of the system revision due to infection and erosion. Reportedly, the patient had a fever after the first revision due to the ICD was pushing through the patient skin then became infected. Subsequently, the patient had undergone another pocket revision, but the ICD pushed through the skin again and a new physician was monitoring the patient status. There were no additional adverse patient effects reported. The ICD remains in service.